Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that unable to login due to failed bioid scanner. A field service engineer conducted a verification of the station, reconnected both ends, and performed a reboot to rectify the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station user unable to login due to failed bio ID. A customer has indicated that a user experienced a delay in dispensing the medication as a result of a malfunction. There were no adverse events or injuries reported based on this event.